Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was reaming the femur with a revision reamer when it got stuck. There was difficulty getting it out with t-handle without spinning off and it wouldn't move trying to use power.

Manufacturer narrative:
Examination of the submitted mbt revision reamer revealed areas of wear and deformation on the corners of the flats. The damage to the mbt revision reamer is consistent with the reamers striping at the connection point after being subjected to hard cortical bone and heavy usage. The root cause is attributed to device wear from normal use and servicing. The root cause is attributed to product wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..